Event description:
Customer reported that system would not boot up. C-arm stopped at five arrows and no display at all on the workstation. No harm came to the patient since this is a cadaver lab, but the study was postponed.

Manufacturer narrative:
Gehc service personnel troubleshot unit to bad cpu and hard drive. Performed upgrade and installed software version 5.5. Ordered newer display adapter.